Event description:
Side rails received in 8/98. Periodically the rails just fall down by themselves. MFR has been notified repeatedly but has yet to perform any svc. Side rails have been checked and oiled by the supplier. MFR has said it will do something or come out but never have. Rptr has the side rails propped up on bricks so they won't fall.